Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect total psa, list 7k70, that has a similar product distributed in the us, list 6c06.

Event description:
The customer observed a falsely elevated total psa result on the architect i2000sr analyzer for one male patient. The following data was provided: 0.15 ng/l, with previous and repeat result of less than or equal to 0.01 ng/ml. The patient was being tested as a follow up to a (B)(6) 2016 prostatectomy due to prostate cancer, but no further details or treatment information is available. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. Historical performance was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. The customer indicated that the elevated result is possibly due to nonspecific reaction or temporary stimulation. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.